Manufacturer narrative:
On 25-jul-2024, (B)(6). Provided additional information to bridges consumer healthcare. The verbatim of the information is provided below. The investigation report received on 10-jul-2024 from the qa department. This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective (B)(6) 2024 and it is recommended for approval. (B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 02-jan-2024 and it is recommended for approval. There are pre-identified risk factors that could cause blisters listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of medical device site burn, burns second degree, thermal burn, erythema as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that medical device site burn, burns second degree, thermal burn, erythema could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. Batch ga0802 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the second complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. There is no further action required. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
Angelini s.p.a. Provided bridges consumer healthcare with the following report on 08-jul-2024. Angelini s.p.a. Received the information on 25-jun-2024. The report is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on (B)(6) 2024 from a consumer through diamed (de4269). This case report concerns a 64-years-old male (64 years old) patient who applied thermacare lower back and hip ( batch number gad802 and expiry date unknown) for unknown indication. Concomitant medication(s): biatain, bepanthen. Medical history: unknown on (B)(6) 2024 after thermacare lower back and hip initiation, the patient experienced medical device site burn, burns second degree, thermal burn, erythema. Outcome: medical device site burn : unknown, burns second degree : unknown, thermal burn : unknown, erythema : unknown. Two hours after applying the product, the consumer got burnt and a blister has developed, that was open. The consumer consulted a doctor and was given biatain plasters to heal the wound. After wound closure, bepanthen (dexpanthenol) wound cream was used. At the time of this report, the burn blister is still healing. There is still some redness, but no longer an open wound. The action taken in response to the events for thermacare lower back and hip was unknown angelini medical assessment: the pi of thermacare lower back and hip mentions that medical device site burn, burns second degree, thermal burn, erythema could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is 14-aug-2024.